Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory could not confirm dislodgement. Confirmed lead body damage, the lead is bent. Guidewire insertion test confirmed clogged lumen due to blood/body fluid.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. It was also found out that the lead body was damaged. The physician had difficulty inserting the guidewire into the lead, thus lead revision was not successful. New lead was implanted as replacement. No additional adverse patient effects were reported.